Event description:
A pump failure alert was reported by a customer, which required a hard reset and raised concerns about battery issues. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting assistance at that time and is in the process of acquiring a new pump through insurance.